Event description:
It was reported the intellivue multi measurement server x2 displayed speaker malfunction inop message. The device was outside of use. No adverse event was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Manufacturer narrative:
Additional information was received which confirmed that the device did not produce sound. The customer received onsite support from a philips field service engineer who found a cable connection issue with the speaker. Reconnecting the speaker cable connection by the philips field service engineer resolved the issue. The device remains at the customer site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.